Event description:
It was reported that a pump had a defective cassette sensor and was identified during testing. There were no patient involvement and harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.